Event description:
It was alleged that the debakey forceps fractured during surgery allowing two fragments to separate from the instrument. The two fragments were removed from the pt. The debakey forceps could not be removed through the cannula. The instrument was retrieved by removing the trocar together with the instrument through the thorax. It was alleged that the surgeon experienced difficulty maintaining insufflation prior to removal of the trocar. The case was converted due to poor insufflation. There were no reported complications due to the breakage, resultant retrieval or poor insufflation. No pt harm, adverse outcommee or injury was reported.